Event description:
Patient contacted depuy stating their depuy knee had failed and had to be revised for pain, swelling, disfiguration, weakness, and cracking. The patient's medical records were received. Records indicate the patient had a depuy knee placed and an open reduction internal fixation for a lateral tibial plateau fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A cmw review of the device history for the 3092040 smartset hv bone cement lot no. 2294413 finds 1 unrelated non conformance on this batch. A complaint database search finds no other related incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.